Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: tip has broken off. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the tip had broken off from the cor/tri ant stem insert shaft. Broken fragment was not returned for evaluation. Additionally, device exhibited signs of usage. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces like impacting the device in an off-axis position and resulting in overloading of the material. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. A receiving inspection was reviewed for the finished device pg338866 lot number, and no non-conformances nor manufacturing irregularities were identified. The overall complaint was confirmed as the observed condition of the cor/tri ant stem insert shaft would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to an unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a receiving inspection was reviewed for the finished device pg338866 lot number, and no non-conformances nor manufacturing irregularities were identified. Device history review: a receiving inspection was reviewed for the finished device pg338866 lot number, and no non-conformances nor manufacturing irregularities were identified. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the device has broken off intraoperatively. A piece broke off during implantation of a corail stem. There was no surgical delay. The procedure was proceeded with same like product. There was no patient consequence.